Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including confirming no milk backup had occurred; verifying correct kit components were being used and washed according to our instructions for use. Also verifying user was not washing or drying tubing on pump. The troubleshooting did not resolve the issue. A replacement device was sent to the customer and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 1/31/2023, the customer responded that the mastitis is resolved. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2023, the customer alleged to medela llc that she was having suction issues while using her pump in style max flow breast pump. Additionally, she alleged that she got mastitis and was prescribed medication to clear it up.

Manufacturer narrative:
The device was tested with customer kit (membranes and connectors) and lab tubing and had low suction. The device was then tested with lab kit and had low suction. Milk residue was found on connectors, tubing, and motor aggregate, along with damaged tubing. After cleaning the motor aggregate vacuum readings were in specification.